Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was disconnected from the extension set blood was able to back up quickly into the extension set and exit the connector. There was noted to be blood that was accumulating around the blue portion of the connector. The user was able to quickly recognize the issue and exchange the extension set without patient harm.

Manufacturer narrative:
The customer¿s report of blood exiting the connector was confirmed. The set was visually inspected and dried blood residue was observed on the threads of the male luer collar, on the surface of the smartsite valve and threads, and within the smartsite in the area of the piston. Under magnification a needle size hole was observed in the smartsite piston. Functional testing was performed and no evidence of leaking was observed from the smartsite area or the opposite end at the male luer. Pressure testing was performed and leaking was observed from the hole. The root cause of the report of blood exiting the connector was identified as a needle size puncture hole on the surface of the smartsite piston. The smartsite valve is not designed to accept a needle puncture. Puncturing the valve with a needle will result in a hole in the valve which can then leak under minimal pressure.